Event description:
The account stated that the architect bhcg reagent lot 68916jn00 has generated a high value on a patient having treatment for a hydatidiform mole. In 2009, the initial result was 2230 miu/ml. At about one week later, the patient was redrawn, and the sample was tested immediately before having a CT scan, and this time the result was < 1.2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). It was noted that the customer initially obtained a concentration of 2230 miu/ml ((B)(6) 2009) for a patient sample, which on retest gave a concentration of <1.2 miu/ml ((B)(6) 2009). We have reviewed the information that the customer provided to our customer service organization in (B)(4) and we performed an investigation to determine the nature of the issue the customer experienced with the product. As part of the investigation a review of the manufacturing and testing documentation was performed. In order to protect the patient management of our customers, final product release specifications are developed, to which every lot manufactured must meet prior to its release for sale. During our investigation the control and panel values obtained during final and product release testing were reviewed for architect total b-hcg assay reagent lot 68916jn00. The review demonstrated that all control and panel values were within specification and no adverse trends were observed. Additionally the performance of all architect total b-hcg reagents manufactured to date was analysed using statistical process control (spc). Spc employs statistical techniques to measure and analyse the variation in a process. It is used to measure the consistency of processes used to manufacture a product. Spc detects any unusual variation in a process. Spc analysis of the final release test data for lot 68916jn00 indicated that the lot was performing within the upper and lower specification limits and established control limits. Furthermore, an extensive testing protocol was executed to examine the performance of the architect total b-hcg reagent lot that was in use in the customers facility at the time of the complaint, along with six other approved lots of architect total b-hcg reagents. The investigation examined reagent kit performance with respect to their ability to accurately detect b-hcg in: abbott architect total b-hcg controls. Biorad lyphochek immunoassay plus multiconstituent controls (mcc). Abbott architect total b-hcg panels and a range of 40 patient samples (purchased from (B)(4)), which included 20 negative patient samples and 20 positive patient samples. These patient samples were selected to evaluate different aspects of the architect total b-hcg assay performance; specifically the occurrence of false positives and the occurrence of false negatives. Additionally, positive and negative patient samples were tested alternatively to eliminate the possibility of carryover as the driver of falsely elevated results resulting from positive patient samples to negative patient samples thus leading to false positive results. A specific reason for the customers observation could not be determined, however from the investigation performed it can be concluded that no product deficiency has been identified for the architect total b-hcg reagent kit, list number 7k78-20, lot number 68916jn00. This is the final report.

Manufacturer narrative:
This report is being filed on an international product, list number 7k78 that has a similar product distributed in the us, list number 6c21. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.